Event description:
A baxter service technician reported an infusion pump with a 550 failure code which occurred during service. The facility's biomed engineer stated that there have been no reports of any patient incident involving the pump since the last baxter service event. No additional information was provided.